Manufacturer narrative:
The patient will be brought into clinic at a later date for further evaluation. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements. Review of daily measurements revealed the pacing impedance measurements had also decreased on the same date. Subsequent measurements were within an acceptable range. No adverse patient effects were reported.